Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote transmission noted that a power on reset (por) occurred, which appeared to be a diagnostic reset only. The reset was cleared, and the implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.